Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/13/2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is complaining that her meter is reading higher than her friend's meter. She ran a blood glucose test on (B)(6) 2016 at 12pm (fasting) and result was 263mg/dl and her friend's meter read 191mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results customer normal range fasting is 97-125mg/dl. Meter and strips were opened on (B)(6) 2016 and she keeps the meter with her at all times. The test strip lot manufacturer's expiration date is 2/16/2019. The customer is on insulin 1 time a day-levemir- 15 units in the morning. She did not have any lancets to run a blood glucose test at the time of call. She is not comfortable using the meter. Meter time and date is not set. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter evaluated on (B)(6) 2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of serial #:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer is complaining that her meter is reading higher than her friend's meter. She ran a blood glucose test on (B)(6) 2016 at 12pm (fasting) and result was 263mg/dl and her friend's meter read 191mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results customer normal range fasting is 97-125mg/dl. Meter and strips were opened on (B)(6) 2016 and she keeps the meter with her at all times. The test strip lot manufacturer's expiration date is 2/16/2019. The customer is on insulin 1 time a day-levemir- 15 units in the morning. She did not have any lancets to run a blood glucose test at the time of call. She is not comfortable using the meter. Meter time and date is not set. The meter memory was reviewed for previous test result history: 1:231mg/dl (B)(6) 2016 05:36:00 pm fasting:yes 2:259mg/dl (B)(6) 2016 11:02:00 pm fasting:yes 3:191mg/dl (B)(6) 2016 11:14:00 pm fasting:yes 4:342mg/dl (B)(6) 2016 10:19:00 pm fasting:yes.